Manufacturer narrative:
The reported complaint of "system error, out of service, revert to manual CPR" message on the autopulse platform (sn (B)(4)) was confirmed during device power on and archive data review. The investigation finding determined that the root cause of the reported issue was due to defective processor board. Unrelated to the reported complaint, missing screw on motor cover at center was observed during visual inspection. This type of issue on the platform can occur during wear and tear. The missing screw identified was replaced. The autopulse platform is a reusable device and was manufactured in june 2004. The device has been operating for over 14 years and has exceeded its expected serviceable life of 5 years. During archive data review, system error 136 was observed on the date of the reported complaint. Thus, confirming the reported complaint. Initial functional testing could not be performed due to system error message displayed upon platform power on. Thus, confirming the reported complaint. To remedy the issue, the defective processor board identified was replaced. After part replacement, the ap platform was re-tested and as expected, it passed all functional tests and ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history complaints reported for autopulse with serial number (B)(4).

Event description:
As reported, during shift check, the user's autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. Error message could not be cleared by the user. No patient involvement.